Event description:
Procedure type: gastrectomy. According to the reporter: the staples did not form properly and a new instrument was used to complete the procedure. Surgery time was not extended and no patient injury was reported.

Manufacturer narrative:
Initial report sent: 03/10/2009.